Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09-feb-2026 against "lot number 6012262 and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information. The review confirmed that lot 6012262 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-dec-2025 against "lot number" criteria equal 6012262 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint is 1. See query lot 6012262. Device history record (DHR) review: the lot 6012262 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 15-mar-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Test results: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: 3 samples out 3 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 3 samples out 3 samples passed the test wi guidance for functional leak testing for complaints area version 2: 3 samples out 3 samples passed the test all test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012262 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient was hospitalized on (B)(6) 2025 due to insertion of new infusion set in abdomen, which leads to high blood glucose levels with vomiting and diarrhea. The patient was assisted by nurses and treated with insulin pump. The blood glucose levels were 16 mmol/l at the time of event. The patient was released after one hour of treatment from the hospital. No further information available.